Event description:
It was reported that the patient experienced a hypoglycemic event after announcing dinner while glucose was in the 70s, with a sensor-reported nadir of 67 mg/dl and approximately 30 minutes of low glucose, and that the patient treated with oral carbohydrates including orange juice and part of a granola bar; the patient reported no symptoms and plans to announce meals when glucose is higher in the future. Symptoms included no reported clinical manifestations. Outcomes included resolution of the hypoglycemia with self-treatment and no hospitalization. Investigation included troubleshooting and user education regarding timing of meal announcements relative to glucose level and trend, along with review of device alerts for low and urgent low soon notifications. Investigation of this case revealed no device malfunction reported or observed and no component issue identified, with the event consistent with hypoglycemia of unclear cause in the context of meal announcement timing. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.